Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received pump error alarm. The customer¿s blood glucose level was 234 mg/dl. The customers mother reported that they received pump error alarm. Customer reported they were able to clear the alarm. Customer stated that they were not able to rewind the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.